Manufacturer narrative:
Plant investigation: the complaint sample was not returned to the manufacturer for evaluation. Since no further complaints regarding this issue were reported for this batch number, it is highly unlikely to detect a failure in the retention sample; therefore, no retention sample analysis was performed. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed, and no non-conformities were observed during the manufacturing process. There were three quality events found during the review which were not related to the described problem. Based on the available information, a cause for the reported event could not be established.

Event description:
Additional details were provided at a later date. Only a few milliliters of blood leaked from the crack, but the kit was replaced due to the risk of air aspiration. The kit replacement resulted in approximately 670 ml of blood loss (previously estimated to be 500 ml).

Event description:
It was reported that a blood leak occurred a few hours into a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. There were no loose connections at the leak location. The leak was coming from a hairline crack that was noticed at the venous bubble trap of the oxygenator (a connection piece of the venting port). There were no novalung console alarms that occurred. No photos were available of the leak or the hairline crack. Since the oxygenator was not airtight anymore, the kit had to be replaced with a new one. The event resulted in approximately 500 ml of blood loss. It was confirmed the blood loss did not result in any serious patient injury or harm, or the need for medical intervention. The complaint sample was discarded and the lot number of the xlung kit is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.